Manufacturer narrative:
Technical support - tech is get error code 246.4700 on 8100 unit, which has to do with the a/d converter took too long to complete a calibration cycle. Will need to replace the logic board on unit confirm part # to tech. The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/17/2017 to the present date 9/29/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 (B)(4)) for 40 pivot latch not all the way in which does not correlate to the customer reported issue.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.